Event description:
During an in-clinic follow-up, x-ray imaging was performed and revealed a dislodgement of the right ventricular (rv) lead. Rv lead revision was performed, however, the helix of the rv lead was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix could be fully extended and retracted when torque applied to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue clogging the helix and the over torqued inner coil consistent with procedural damage.